Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that their device was having a speaker malfunction. The device was in use when the issue was discovered but no patient harm was reported.

Event description:
Philips received a complaint on the intellivue patient monitor indicating that they were having speaker malfunction issues with a speaker inop being displayed. It was confirmed the audio was not effected. The device was in clinical use at the time of the reported issue. There was no report of an adverse event.

Manufacturer narrative:
A supplemental reporting decision for this complaint record has determined it to be not reportable the customer reported that their device was having a speaker malfunction. It was confirmed that audio was not lost. Diminished or distorted audio is detectable by the user allowing them to implement alternate means of monitoring as warranted. The user would be aware of the problem based upon the sound quality of alarm tones.